Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, intermittent capture on right ventricular lead was observed. Device interrogation noted high threshold on right ventricular lead and loss of capture in unipolar configuration. Device was reprogrammed, and patient was admitted for lead revision. Lead was capped and replaced on (B)(6) 2018. Patient was discharged in stable condition.